Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neuro stimulator (ins) for movement disorders. It was reported that they got an elective replacement indicator (eri) on both the left and right sides. Patient stated they had changed the batteries in the patient programmer (pp) when they saw the eri message, the definition of eri was reviewed with patient and steps to bypass the information screen were reviewed. It was recommended for patient to contact the health care professional (hcp) to discuss further. The left side showed 2.38v and the right showed 3.30v. Patient noted that they were dissatisfied with ins longevity, further stating that they saw their therapist at the hcp's office , who checked the batteries and said they seemed ok, one was about 75%. The hcp reported on (B)(6) 2018 that they had an appointment set up to discuss a battery replacement with the patient. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient indicated that they had no idea why this happened after only exactly three years of having them replaced in (B)(6) 2015 and they showed low at (B)(6) 2018 appointment. Patient noted that they called for an appointment with the surgeon to discuss replacement, the appointment would be on (B)(6). No further patient complications were reported/ anticipated as a result of this event.